Event description:
It was reported that after performing an idiopathic ventricular tachycardia (idvt) procedure, a pericardial effusion was confirmed by a transthoracic echocardiogram. A pericardiocentesis was performed and 400 ml of fluid was removed. The status of the patient was reported to be unknown. Upon request, the bwi field representative provided additional information on the event. The patient was doing fine with no more effusion. The causality was unknown as there was no indication of perforation during the ablation. A factor that might have contributed to the tamponade was the coronary sinus catheter placement was very distal out of the coronary sinus. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. The rf generator was set to ¿power-control¿ mode at 40. The temperature cut-off setting was set to 50 and the flow setting was set to 30ml/min. A long sheath was not used with this catheter. The act maintained during the procedure was above 300.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant product: carto 3 system: model #: m-4800-01; serial #: (B)(4). Stockert 70 system: model #: m-5463-01; serial #: (B)(4). Coolflowp pump: model #: m-5491-02; serial #: unknown. Generic - webster hexapolar -deflectable: model: webster hexapolar - defl; lot #: unknown_webster hex defl. Generic - acunav: model #: acunav; lot #: OEM_acunav. Coronary sinus catheter ¿ non bwi ¿ polaris x from bsx. (B)(4).